Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was not confirmed. The instrument was placed on is3000 system and passed a cautery test. No error messages appeared. The connection between the system and instrument control box (icb) had no issues. No loss of power and no intermittent energy were observed. The system logs were reviewed to confirm the customer reported complaint. However the data showed no issues with the cautery/sealing on the instrument. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument allegedly was not fully sealing during the procedure, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during a da vinci gastrectomy surgical procedure, the endowrist one vessel sealer instrument had a longer seal time with in-adequate sealing. After the surgeon utilized the cut function more bleeding then usual occurred. The bleeding was controlled by the use of a pk dissecting forceps in arm 2. The planned procedure was completed.